Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Addition, the following reportable malfunctions were identified during the device evaluation: error code e216 was displayed, and no image was observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope exhibited error b30 communication error during preparation of use. There were no reports of patient harm. Scope found error b30 communication error during preparation.